Event description:
A customer reported a surgeon experienced irrigation/infusion issues causing a delay in the procedure. The surgery was completed without patient harm or injury. Additional information has been requested.

Manufacturer narrative:
A company service representative examined the system and was unable to duplicate the reported issue. The system met all product specifications. No samples were returned for evaluation. The root cause is unknown at this time. (B)(4).